Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with the sensor. Customer stated the readings would be in accurate. Customer's blood glucose was 113 mg/dl and sensor reading was at 60 mg/dl. Customer stated she hated when the device would shut off in the middle of the night. Threshold suspend was set to 65 mg/dl. Customer declined troubleshooting. No further information reported.